Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via (B)(6). A left atrial appendage (laa) closure procedure was being performed. A watchman ® laa closure device was released. However, as a unspecified time the closure device embolized into the mitral valve.